Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately three months post implant, the patient experienced an infection. The entire implantable pulse generator (ipg) system was explanted, and replaced five days later, with a leadless ipg. No further patient complications have been reported as a result of this event.